Event description:
It was reported, via a health authority, that an enterprise2 4mmx23mm no tip (encr402300/ 9599748) and a prowler select plus 150/5cm (606s255x/ 31600387) were used for an unknown endovascular procedure. During the procedure, the user reported deployment difficulty - inaccurate placement of the enterprise2 vascular reconstruction device. The event was reported as such, ¿premature detachment. It was reported that during procedure, stent was delivered to the target site. During the process of releasing the stent, the stent was released prematurely in patient, and the stent was in the distal end of base artery and did not cover the target site (lesion site). The doctor removed the microcatheter from the patient and switched a second new microcatheter and a second stent and implanted the second stent to cover the lesion site and completed the surgery. The surgery was prolonged about 10 minutes.¿ there were no reports of patient harm. No further information was made available at the time of this review.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. A device history record (DHR) was performed and it indicated this product was final inspection tested at lake region medical and was determined to be acceptable. Deployment difficulty - inaccurate placement of the enterprise2 vascular reconstruction device is a known potential complication. In this case, the stent was intentionally deployed and detached, however, not in the desired location. An inaccurately placed stent may lead to damage of healthy intima, possibly side branch occlusion and/or the need for additional intervention. Clinical and procedural factors, including aneurysm/vessel characteristics, device interaction, and device manipulation, may have contributed to the reported event. Since the event necessitated the surgical intervention of implanting an additional stent to cover the lesion site and preclude further patient complications, this event does meet us FDA reporting criteria under 21 cfr 803 with the classification of ¿serious injury.¿ as part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, b5, g3, g6, h2, and h11. Additional information was received on 05-dec-2025. Summary: it was reported that the intended procedure is unknown. The 10-minute procedural delay did not result in any adverse patient consequences. The cause of the reported deployment difficulty is neither known nor suspected. There was no severe vascular tortuosity at the target site. An alleged product malfunction involving the prowler select microcatheter was reported: ¿after withdrawal, the microcatheter was reinserted and was unable to reach the intended position.¿ a supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Manufacturer ref# (B)(4). Updated sections on this medwatch: b4, g3, g6, h2, h3, h6 and h11. The device was returned to j&j medtech for further evaluation. A non-sterile enterprise2 4mmx23mm no tip was received contained in the decontamination pouch. Upon receiving the device, a visual inspection was performed, and it was noted that the stent was already detached from the unit and not returned for evaluation. The delivery wire and the introducer were in good condition (i.e., no kinks, bents, or elongations). The issue regarding difficulties during stent deployment could not be evaluated since the reported issue is specific to the patient and procedure at the time of occurrence and cannot be replicated in the laboratory. However, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. Lake region medical did review the device history records related to the manufacturing, inspecting and packaging of the lot 9599748. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the j&j medtech quality process, all devices are manufactured, inspected, and released to approved specifications. Therefore, no internal activity is required. It should be noted that product failure could be caused by multiple factors. The instructions for use (IFU) do contain the following recommendations: ¿ maintain adequate stent length (approximately 5 mm) on each side of the aneurysm neck to ensure appropriate neck coverage. ¿ position the stent for deployment by aligning the stent positioning marker of the delivery wire with the target site. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.